Event description:
It was reported the patient was hospitalized for heart failure and high fever. During that time, the echo noted "aneurism lateral apical moral thrombe during measurement ef 10%-15%." Examination showed that there was very limited chances that it was endocarditis and a subsequent ultrasound of the abdomen showed abscess in right fossa. The patient was moved to another hospital where the abdominal abscess was drained. It was found to be a hematoma due to inr. The patient returned to the cardiac department where new echo showed that there may be little endocarditis but it could not be determined. The patient was treated with diclosil for the possible infection and the organism that was cultured was (B) (6). The patient was discharged in habitual condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.